Event description:
Reporter states that product #6302-5-042 was impacted into a 48mm vitalock solid back acetabular shell. The surgeon noticed motion between the insert and shell and thought the insert or shell was out of tolerence. Another insert was available and was used successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.